Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
During t2 alpha tibia extraction, the end cap became worn and difficult to remove. Two screwdrivers (18063060 and 23510400) could not extract it, and finally the extraction rod (18060350) was bitten in the cap head and pulled it out.